Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso due to dysfunctional uterine bleeding, leiomyomata uteri, symptomatic pelvic relaxation, and sui.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, enterocele repair, anterior & posterior paravaginal repairs.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 implanted. It was also reported that experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso, enterocele repair and anterior-posterior rectocele repair due to sui. It was reported that patient experienced vaginal pain and underwent mesh excision of foreign body in vagina on (B)(6) 2007. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to mesh extrusion. No additional information was provided.